Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device lot number not provided/unknowm. Reporter's email not provided/unknown.

Event description:
It was reported that the abutment screw (ilrghg) fractured.